Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while replacing new power management board for cardiosave intra-aortic balloon pump (iabp), new spare part was found to be defective. There was no harm or injury reported.